Event description:
Additional information was received and states that: after investigation, the patient underwent total hip replacement surgery on (B)(6) 2025, due to "arthritis". During the surgery, the surgeon implanted 121881754. After installation of the liner (with specific process unknown), cracks were found at the edge of the liner. Therefore, the liner was removed and replaced with a new liner (with specific product code unknown) to continue the surgery. The surgery was delayed for about half an hour. This event did not cause any other harm to the patient except for the prolonged operation time. The patient was in stable condition currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: ea delta cer insert 36idx54od. Product code: 121881754. Lot no: 4511521. Quantity of manufactured: (B)(4). Date of manufacturing: jul-2024. Expiry date: jun-2029. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: ea delta cer insert 36idx54od. Product code: 121881754. Lot no: 4511521. Quantity of manufactured: (B)(4). Date of manufacturing: jul-2024. Expiry date: jun-2029. Device history review: a manufacturing record evaluation was performed for the finished device number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that minor cracks on the rim of the ceramic liner occurred during surgery. Another device was used to complete the surgery. There was a delay of approximately 30 minutes. The patient is in stable condition currently. There was no patient consequence.